Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high capture thresholds. The lead remains in use. It was also reported that the left ventricular (lv) lead exhibited high capture thresholds. The patient was experiencing palpitations and a thumping sensation due to suspected diaphragmatic or phrenic nerve stimulation. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that re-programming was initially performed. Subsequently, the ra lead and lv lead were noted to have dislodged and both leads were re-positioned and remain in use. Additionally, it was determined that the patient was having stimulation, although it was inconclusive as to whether it was diaphragmatic stimulation or phrenic nerve stimulation.